Manufacturer narrative:
E1: initial reporter postal code: 3010. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the reported leakage and clot at the connection of the thermax warmer luer connector and the set return line. The product lot number is unknown; therefore, additional device analysis cannot be completed. The reported condition is verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak and blood clot was observed at the connection point between a thermax blood warmer and a prismaflex st150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.